Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no. 320144, batch no. 8275946. It was reported that during use of the bd ultra-fine¿ pen needle the needle clogs during priming and injection. Needle also bending at the patient end during injection. The following information was provided by the initial reporter: consumer reported needle clog during priming and during injection, needles also bend at patient during injection. Consumer does not re-use and does rotate injection site, occurrence date is unknown. Lot # 8275946, product # 320144, exp 09-2023. Consumer has two previous crs complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320144, batch no. 8275946. It was reported that during use of the bd ultra-fine¿ pen needle the needle clogs during priming and injection. Needle also bending at the patient end during injection. The following information was provided by the initial reporter: consumer reported needle clog during priming and during injection, needles also bend at patient during injection. Consumer does not re-use and does rotate injection site, occurrence date is unknown. Lot # 8275946, product # 320144, exp 09-2023. Consumer has two previous crs complaints.